Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
T was reported that on (B)(6) 2025, a 29mm navitor vision valve was successfully implanted in a patient. A pre-dilatation was performed with an unknown non-abbott device. It 's noted that the patient had a moderately calcified native aortic valve that prevented full expansion of the 29mm navitor vision valve. The implanter did check for non-uniform expansion (nue) and did they mitigate it per established steps. At 80% deployment, the implanter did switch to left anterior oblique (lao) view and confirmed with stent parallax removed, that the implant depth was at an acceptable level below annulus. While in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the non-coronary cusp. A post-implant dilatation was attempted with an unknown non-abbott device but failed. The final non-coronary cusp implant depth was approximately 3mm. The decision was made to implant a 26mm non-abbott device as part of a valve-in-valve procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported. There was no initial or prolonged hospitalization due to this event. The cause of the non-uniform expansion of the 29mm navitor vision valve is attributed to an improper pre-dilation. The patient was in good condition at the time of report.

Manufacturer narrative:
An event of valve under expansion was reported. The root cause of reported valve under expansion could not be determined. However, based on the information received from field it appears to be due to patient anatomical condition (calcified anatomy preventing full expansion of navitor valve) and improper dilation. The valve was implanted and will not return to abbott for analysis. The reported unexpected medical intervention and surgical intervention were due to attempted post-implant dilatation, and the decision to perform valve-in-valve procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.